Event description:
Occlusion alarm issues were reported. There was no adverse impact on the customer's blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer.